Manufacturer narrative:
The reagent lot number was requested but not provided. The field service engineer (fse) inspected the analyzer and did not find any issues. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys ferritin result from one patient sample tested on the cobas e411 rack. It is unknown if the initial result was reported outside of the laboratory. The initial result was 1 ng/ml. The first repeat result was 371 ng/ml. The second repeat result was 363 ng/ml.

Manufacturer narrative:
Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.